Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened and tri-tips bent, inhibiting it from properly obtaining a sample. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the pincer and tri-tips are not deformed during the manufacturing process. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
Device used for a lung biopsy. Despite apparently normal operation, that is to say that the device retracted when the user pressed the ¿retraction button¿ but no tissue was taken.after four unsuccessful attempts with this device, another biotweezer from another batch was used without any problems. Medical intervention was required.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.